Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lot history record was not possible as the lot number was not provided. The doctor stated that it was an error on his part because the mynx sealant was deployed intravascularly instead of extravascular. Based on the information provided, the cause of the occlusion was likely a result of an intravascular deployment. Should additional relevant information become available a supplemental MDR will be filed. UDI number: (B)(4). Production identifier (pi) number is unknown as the lot number was not provided.

Event description:
One day after the mynxgrip device was successfully used for arterial closure following a bilateral iliac kissing stent intervention, the left common femoral artery completely occluded. Both the right and left common femoral arteries were accessed and closed with the mynx sealant. The mynx device was deployed correctly and all the deployment steps were followed. A 7f procedural sheath was used. The mynx device was inserted up to the white marker, the balloon was inflated with 50/50 contrast (due to the vessels calcification) and the deployer proceeded to pull device to the arteriotomy. The side port was opened and no bleed back was present. The mynx sealant was deployed and hemostasis was achieved. During a follow up check one day post mynx procedure, it was noted that the right common femoral artery was closed successfully with no issues; however, there was no distal pulse in the left leg and it was cold. An angiogram was performed which showed that the sealant had been deployed intravascularly causing an occlusion of the common femoral artery and profunda arteries. It was also confirmed (visually) that the mynx sealant had been caught up on calcification during the deployment as opposed to the arteriotomy. Due to the severity of the patient's vasculature, the doctor decided to remove the sealant by accessing the right brachial artery and extracting via suction. The sealant was successfully removed and blood flow was restored. The patient's hospitalization was prolonged as a result of the event. No further information is available.